Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "physical damage / syringe plunger is broken and it needs a check over ". It is unknown when this event occurred, but occurred in the biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "physical damage / syringe plunger is broken and it needs a check over" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a damaged pusher block. No repairs were made in order to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.